Event description:
It was reported that a pump alarm occurred while it was in the pumping phase, specifically alarm 20, and there was a history of similar alarm reports with this pump. The customer declined to provide information on whether the blood glucose level exceeded 500 mg/dl, and there was no reported impact indicating an adverse effect on the blood glucose level. Customer support decided to replace the pump, and the customer agreed to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery. The customer was instructed on storage and return procedures for the pump, and they acknowledged understanding all instructions.